Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. Two 2.4 mm (millimeters) slit angled blades were inspected for dimensional accuracy using a caliper. Both blades measured precisely 2.4 mm in width. Product met specifications. A review of the reported pak's bill of materials (bom) shows the suspect product is (B)(6) - knife, slit,2.4 mm, 45 deg angle. The investigation conducted a non-conformance review of the reported lot number. No deviations that could have contributed to this event were identified and all corresponding production release specifications defined in the device master record were met. The root cause of the customer's complaint could not be established; the returned product met specifications. There was no problem with the build of the 2.4 slit blade. No further investigative or manufacturing actions are warranted at this time. Routine training and awareness is conducted with all manufacturing associates to reinforce the importance of picking the correct part/quantity in accordance with procedures. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. Custom pak manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that the keratome blade was too wide to complete the case wit larger incisions during cataract surgery with intraocular lens implantation. The surgery was completed on the same day. There was no patient impact.